Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On 10/03/2017: the customer's clinical diabetes specialist sent the customer samples of trusteel infusion sets to address the issue.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was approximately 200 mg/dl. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.